Manufacturer narrative:
(B)(4). Therapy date: (B)(6) 2013. This lot was manufactured between september 5, 2013 and september 6, 2013. Evaluation summary: baxter received one sample containing 8ml of fluid in the bladder. Visual inspection on the unit showed no signs of physical abnormality. A functional flow rate test was performed and the rate was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The reporter stated that the expected therapy time was 48 hours; however, the device completed infusion in less than 48 hours. The device had been filled with an unspecified drug in 120ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 9 of 19.

Manufacturer narrative:
(B)(4) - the exact occurrence date is unknown; however, this was reported to have occurred between 02 jan 2014 and 03 mar 2014. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.